Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It as reported that balloon rupture occurred. A 7.0 x 40, 40cm mustang balloon catheter was advanced to dilate the lesion during fistulogram. The balloon ruptured inside the patient. The sheath was taken out in an hour using a forceps to capture the broken pieces inside the patient's body. After retrieving all the broken pieces, a competitive balloon was used to finish the procedure. No further complications were reported and the patient's status was fine.

Manufacturer narrative:
Correction: init reporter sent to FDA: ni corrected to yes. Device evaluated by manufacturer: the device was received in two sections as a result of a break in the shaft and a complete balloon circumferential tear was identified. The break in the shaft was located at the (B)(4) site. An examination of the shaft identified that both sections of the shaft break were severely stretched and kinked. An examination of the stretched section of the distal shaft break identified that the proximal markerband was missing. This is consistent with the shaft stretching down as a result of excessive tensile force having been applied to the shaft resulting in the inevitable break in the shaft and the markerband dislodging. An impression from where the markerband was placed initially was visible. The complete balloon circumferential tear was located at 2cm distal to the proximal edge of the proximal balloon sleeve. The distal section of the balloon tear was pulled out over the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported via user medwatch (B)(4) that the balloon catheter "popped" and could not be removed via sheath. As the balloon was being pulled through the sheath, the device broke in half. The sheath was removed and other parts of the balloon was hanging over the wire outside of the skin. The wire was pulled back.